Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking and that the pump's alarm sound was not annunciating. The customer declined to provide additional information regarding the issues. There was no reported adverse impact to the customer's blood glucose level.